Event description:
It was reported that the paddle lead had moved and was no longer providing relief for the pt's lower back pain. The pt also experienced stimulation in the wrong location.

Manufacturer narrative:
(B)(4).